Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Event description:
It was reported from germany by the hospital staff that the patient was experiencing a rise in power consumption and thrombus was suspected. A pump exchange was performed. There was no update on patient condition given. It is not known if the pump will be returned. Investigation is still in progress.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The lvad pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "high watt" alarms on the date of the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Applicable risk documentation and experience with events of similar circumstances were considered; events with high power consumption are most often attributed to thrombus formation. This condition may have triggered alarms due to high power consumption. Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. (B)(4) was changed into (B)(4), the patient outcome is unknown. The most probable root cause has been attributed to thrombus formation/ingestion within the device. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Not returned.